Event description:
Dexcom g7 sensors regularly fail (2 in a row now for me, several others as well) before sensor sessions are over (<10 days). Additionally, my most recent replacement sensor would not connect to any device rendering it unusable (total loss, no useful measurements ever). Dexcom will not stand by their products use period even though their products are used exactly per their instructions. Prescriptions are for the exact number of sensors based on product stated use period, but devices often do not last the stated use period (in this case 10 days) leaving patient without measurement tools for diabetic control. Dexcom limits their free replacements to three per year despite much more frequent failure rate. In my case I use all available devices to interact with the dexcom g7 including the dexcom receiver, an iphone and an apple watch (it's not a receiving device issue). Ref report: mw5164459.